Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 16mm amplatzer septal occluder was implanted on (B)(6) 2011. In the beginning of (B)(6) 2024 the patient presented with a biological inflammatory syndrome that required a computed tomography of the thorax, abdomen, and pelvis (CT-tap). Vegetation in the form of a voluminous heterogeneous magma developed at the expense of the occluder. It appeared to be covering the entire height of the occluder with a left slope minimum length of 34.18mm. Since (B)(6) 2024 empiric treatment was daptomycin, gentamycin, as well as kardegic, bisoprolol, and corticosteroid therapy. On (B)(6) 2024 a positron emission tomography (pet) scan was performed and confirmed an intensely metabolic focus in the asd prosthesis highly suspected of infective endocarditis. Readings of the CT tap showed probable emboli in the spleen, the left kidney, and the two lower lung lobes. There were also images of septic emboli in the brain, which delayed cardiac surgery. On (B)(6) 2024 the occluder was surgically explanted from the patient and the 4mm mass was sent to bacteriology. The patient was stable and discharged. At the end of october 2024 the patient presented with headaches and neurological disorders. A magnetic resonance imaging (MRI) showed multiple atypical-looking hemorrhagic brain lesions with a low contribution to the infection assessment. The patient underwent a biopsy on (B)(6)2024 of the parietal mass whose histopathological findings were in favor of epithelioid angiosarcoma. The patient was diagnosed with angiosarcoma. All microbiological examinations were negative except for one blood culture vial which was positive for cutibacterium acnes, which was considered to be contamination. Per the oncologists, a defect in the occluder could have contributed to the tissue mass agglomeration. The patient was treated in medical oncology.

Event description:
It was reported that a 16mm amplatzer septal occluder was implanted on (B)(6) 2011. In the beginning of (B)(6) 2024 the patient presented with a biological inflammatory syndrome that required a computed tomography of the thorax, abdomen, and pelvis (CT-tap). Vegetation in the form of a voluminous heterogeneous magma developed at the expense of the occluder. It appeared to be covering the entire height of the occluder with a left slope minimum length of 34.18mm. Since (B)(6) 2024 empiric treatment was daptomycin, gentamycin, as well as kardegic, bisoprolol, and corticosteroid therapy. On (B)(6) 2024 a positron emission tomography (pet) scan was performed and confirmed an intensely metabolic focus in the asd prosthesis highly suspected of infective endocarditis. Readings of the CT tap showed probable emboli in the spleen, the left kidney, and the two lower lung lobes. There were also images of septic emboli in the brain, which delayed cardiac surgery. On (B)(6) 2024 the occluder was surgically explanted from the patient and the 4mm mass was sent to bacteriology. The patient was stable and discharged. At the end of (B)(6) 2024 the patient presented with headaches and neurological disorders. A magnetic resonance imaging (MRI) showed multiple atypical-looking hemorrhagic brain lesions with a low contribution to the infection assessment. The patient underwent a biopsy on (B)(6) 2024 of the parietal mass whose histopathological findings were in favor of epithelioid angiosarcoma. The patient was diagnosed with angiosarcoma. All microbiological examinations were negative except for one blood culture vial which was positive for cutibacterium acnes, which was considered to be contamination. Per the oncologists, a defect in the occluder could have contributed to the tissue mass agglomeration. The patient was treated in medical oncology.

Manufacturer narrative:
An event of epithelioid angiosarcoma, hospitalization, surgical intervention was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device lot/batch number was not provided, and therefore the device history record and lot-specific complaint review could not be completed. Based on the available information and without the device to analyze, a cause of the reported incident could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the valve was surgically explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.